Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation was received on 26-may-2016. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("unilateral occlusion (left tube occluded)/migration of essure device location of device: uterus and cervix") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (on 14oct2010, she underwent ablation and hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on 14-dec-2012. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, vaginal infection, dysmenorrhoea and fatigue outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the reporter information was updated, lab data, concomitant medication and essure lot number were added. Previously reported event ¿device omplications¿ was replaced by more specific events: pain: pelvic, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), unilateral occlusion (left tube occluded)/migration of essure device location of device: uterus and cervix, vaginal infection, dysmenorrhea (cramping) and fatigue. Previously reported ¿device removal¿ was deleted and added as treatment for newly reported events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("unilateral occlusion (left tube occluded)/migration of essure device location of device: uterus and cervix/ failure to occlude (close) fallopian tube"), uterine perforation ("perforation (uterus)"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst and chest pain. On (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy), surgery, surgery (removal procedure) and surgery (on (B)(6) 2010, she underwent ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, endometriosis, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, vaginal infection, dysmenorrhoea, fatigue, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: findings: the essure device loaded into the tubal ostium with 8 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet received. Plaintiff concomitant disease added. New events perforation (uterus), endometriosis, abdomen pain and lower back pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("unilateral occlusion (left tube occluded)/migration of essure device location of device: uterus and cervix/ failure to occlude (close) fallopian tube"), uterine perforation ("perforation (uterus)"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst and chest pain. On (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic pain ("pain: pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy), surgery, surgery (removal procedure) and surgery (on (B)(6) 2010, she underwent ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, female sexual dysfunction, vaginal infection, dysmenorrhoea and fatigue outcome was unknown and the endometriosis, genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: findings: the essure device loaded into the tubal ostium with 8 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - in 2006: unilateral occlusion (left tube occluded) in 2006: hysterosalpingogram : one side worked and the other side was inconclusive quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on (B)(6) 2018: events- "abnormal bleeding (general), abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), lower back pain, pain: pelvic pain, abdomen pain, endometriosis" outcome updated to "recovered / resolved" from pfs.incidentat the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("unilateral occlusion (left tube occluded)/migration of essure device location of device: uterus and cervix/ failure to occlude (close) fallopian tube"), uterine perforation ("perforation (uterus)"), endometriosis ("endometriosis") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast cyst and chest pain. On (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On a unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy), surgery, surgery (removal procedure) and surgery (on (B)(6) 2010, she underwent ablation). Essure was removed on 14-(B)(6) 2012. At the time of the report, the device expulsion, endometriosis, genital hemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, vaginal infection, dysmenorrhoea, fatigue, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, genital hemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: findings: the essure device loaded into the tubal ostium with 8 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.